Manufacturer narrative:
(B)(4). The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. (B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The bi was incubated for 20 hours. The chemical indicator (ci) changed color correctly. The previous and subsequent bi results were negative. The affected load was released for use on patient(s). There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators wherein the load is released for use on patients without reprocessing.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the lot number, system risk analysis (sra), visual analysis and retains analysis. Trending analysis by lot number was reviewed from 05/02/2017 to 08/24/2017 and no significant trend was observed. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The product was not returned for analysis. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. An issue with sterrad® performance is unlikely as the cycle passed and the chemical indicator disc changed correctly. The customer stated subsequent bi was negative for growth. There is insufficient information to determine an assignable cause since the complaint bi was not returned for analysis and could not be evaluated for user error. It is unlikely that the suspected positive bi was caused by a manufacturing issue in the cyclesure® product since the retains product met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and the lot trending analysis result for suspect positive bi found no significant trend. An issue with sterrad® performance is also unlikely since the cycle passed and the customer indicated that subsequent bis were negative for growth. The issue will continue to be tracked and trended.